Manufacturer narrative:
Failure analysis noted that the pump was received with normal operating currents. There was no unexpected weak battery alarm noted. However, the pump alarmed compromised force sensor system during the prime/compromised force sensor system alarm test at 4 pounds due to faulty force sensor resistor (gold). There were no unexpected resets by itself during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed weak battery and compromised force sensor system. The customer's blood glucose was 162 mg/dl at the time of incident. The customer stated that they were unable to exit the "preparing to prime" loop. Troubleshooting for the compromised force sensor system was completed. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.